Event description:
The clinician inserted the unit into the vein, attempted to remove the stylet and the needle pierced the extension tubing, resulting in a needle stick injury to the clinician's left index finger.